Event description:
Patient presented for follow-up after implantation of stayfuse device in 2007. At this time the surgeon observed a separation of the intramedullary fusion device. Radiograph at follow up revealed that stayfuse intramedullary fusion device which consists of a proximal and distal portion had separated since the original implant surgery. The surgeon elected to remove the implant and replace it with a k wire 4 days later.